Manufacturer narrative:
(B)(4). Medtronic was not authorized to evaluate/service the device, so the repair could not be verified. A non-medtronic service provider returned a single board computer (sbc) printed circuit board (pcb). The service engineer evaluated the pcb and verified the reported complaint. When the pcb was placed into a test ventilator the ventilator display froze at the six picture screen. The reported event was duplicated.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a ventilator display froze at the 6 photo screen and could not be shut down. The power pack was removed and the device turned off after the battery discharged. There was no patient involvement.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.